Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced poor performance with the device due improper placement of the electrode array. The patient was explanted on (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4) 2013.